Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 25-jun-2025. The patient reported that her system alarmed for cassette problem, and troubleshooting was unsuccessful. The patient reported that her backup remote fell into the water and does not power on. It is unknown if the patient tried to pair her working remote with her backup pump. Replacement systems were sent. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.